Event description:
It was reported that a tritanium tl inserter and inner shaft "no longer holds the implant and cannot be disassembled" intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an 8 minute surgical delay. This record captures the inner shaft.

Manufacturer narrative:
No visual non conformities identified. The tip of the returned inserter would not rotate. Black locking wings are jammed and cannot be unlocked. Lubrication was applied to all lubrication holes. Black locking wings were able to be unlocked. Subsequently, inserter tip was able to rotate and the inner shaft was able to be removed from the inserter properly. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and similar complaints were identified. Device stg states: the joint of the tl steerable inserter inner shaft, black rotation wings and the locking knob interface must be lubricated prior to every use. Please see tl lubrication guide for full details (ID #(B)(4)). The most likely cause of the reported event was determined to be lack of proper lubrication. After lubrication was applied to returned device it functioned as intended.

Event description:
It was reported that a tritanium tl inserter and inner shaft "no longer holds the implant and cannot be disassembled" intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an 8 minute surgical delay. This record captures the inner shaft.